Event description:
It was reported that balloon rupture occured. The target lesion was located in the iliac vein. A 10.0 x 80, 75 cm gladiator elite balloon catheter was advanced for dilation. However, during the procedure, it was noted that the balloon was broken before it reached the bursting pressure. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual examination identified no tears in the balloon. The device was attached to an encore inflation unit and during an attempt to inflate the balloon a pinhole leak was identified at the proximal edge of the distal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found multiple kinks at various locations along the shaft. These kinks are consistent with excessive force having been applied to the shaft. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occured. The target lesion was located in the iliac vein. A 10.0 x80, 75cm gladiator elite balloon catheter was advanced for dilation. However, during the procedure, it was noted that the balloon was broken before it reached the bursting pressure. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and patient's status was stable.